Event description:
Consumer sent e-mail stating the toothbrush had burnt out at the plug. The toothbrush was on charge constantly apart from when the consumer needed to plug in a shaver. No injury was reported.

Manufacturer narrative:
On 16-nov-2020 product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by consumer handling. Mechanical tension to the cord led to its damage, followed by mains current electrical arcing.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was received and product investigation is in progress.

Event description:
Consumer sent e-mail stating the toothbrush had burnt out at the plug. The toothbrush was on charge constantly apart from when the consumer needed to plug in a shaver. No injury was reported.